Event description:
Patient called to say he was bleeding. The night nurse and I walked into the room and discovered he was bleeding from his right radial arterial line site. Thinking the patient pulled out his arterial line, the nurse held pressure at the site. While assisting the nurse I realized that the patient had not pulled his arterial line but that the line that connected to the stopcock had fallen out. The line had not been broken off nor was the stopcock cracked it just separated from each other.